Event description:
It was reported that the patient was implanted a fitmore hip stem a, size 3 on the left side on (B)(6) 2015. The surgeon performed trial with 36 green provisional. After being satisfied with the rom, he tried to take the 36 provisional off and the stem came out. Upon pulling the provision head off of the implant he noticed "green plastic" on the morse taper implant. The trial head had ground itself into the implants taper. He used sponges and a brush to remove the material then implanted the fitmore stem.

Manufacturer narrative:
The device manufacturing quality records indicate that the released component met all requirements to perform as intended. Inspection plan for the fitmore stem showed that the cone is 100 percent quantitatively measured. Possible causes for the reported event according to dfmea. Failure of connection between stem and ball head, due to improper connection of stem and head taper during surgery. Possible, as excessive forces applied on the trial head could lead to being stuck to the femoral stem. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
Additional information received on 07/23/2015. It was reported that the surgeon implanted an a3 fitmore stem. During surgery the surgeon performed a trial with a +0 36 green provisional. After being satisfied with the rom he tried to take the 36 provisional off, but the stem came out. Following this implant, he noticed "green plastic" pieces on the morse taper implant. The trial head had ground itself into the implants taper. He used sponges and a brush to remove the material then implanted the fitmore stem. A technical investigation was not possible to perform, as the devices were not at hand for investigation.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).